Event description:
It was reported that the customer experienced occlusion alarms. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.